Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's scs paddle lead has impedances. Patient may undergo surgical intervention at a later date to rectify the issue.

Event description:
Additional information was received indicating that the patient underwent surgical intervention wherein the patient's scs paddle lead was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
A system displaying warning message ¿replace generator soon¿ warning message was reported to abbott. It was also determined the lad read high impedance. As a result, the patient¿s ipg and lead were replaced. Therapy was restored. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.